Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that patient was revised from attune size 7 fb tibia to a size 7 st tibia. Surgeon added posterior slope. Patella was also revised because surgeon described as too thick. Tibia was not loose and took a saw and mallet with punch to extract. Surgeon comment that the tray had no cement attached to tray. Doi: unknown; dor: (B)(6) 2018; right knee.